Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded new cartridges to address the issues. There was no adverse impact to the customer's blood glucose level.